Event description:
After exiting the #2 subway rptr walked past a man disinfectiong the concrete flooring with a mop and he was wearing latex gloves approx 2 1/2 hrs earlier. Rptr had experiened a latex reaction while being seen as an outpatient. Shortly after passing the maintenance man, rptr experienced a resurgence of symptoms; intense itching, diffuse hives, tightness in trachea and slight shortness of breath. Rptr took prednisone 50 mg, benadryl 50 mg and zyrtec 10 mg with 90% relief of symptoms.